Event description:
A kls martin co rep was informed in 2003 that during a surgical procedure, while using a 01-100-16, morrison twist drill and a 25-471-05, handle with cannula, that a pt suffered a burn to the tissue immediately surrounding the cannula.